Event description:
A physician reported a pt who was initially skin tested in 1999 with negative results. In 1999, the pt was treated at the nasolabial folds, forehead and glabella. The procedure was without event. 20 days later the pt was examined and the physician noted erythema, induration, and edema at the treatment sites on the face, but not at the skin test site. The date the pt began to notice the symptoms was not known. The physician prescribed topical hydrocortisone cream and massage to the treatment sites. The physician diagnosed hypersensitivity. One month later, the pt was examined and the physician noted edema at the facial treatment sites, but not at the skin test site. The physician prescribed oral allegra and topical cortisone cream. Six days later, the patient was examined and the physician noted erythema and edema at the treatment sites as well as at the skin test site. The date on which the symptoms began at the skin test site was not known. The physician injected the treatment sites with cortisone, and by the next day, the symptoms were about 50% improved.